Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). Investigation ongoing.

Event description:
The event description according to the customer is as follows: quotation from the reporter: "device reported to shut down suddenly while on patient on (B)(6) around 1 pm time" the ventilator was replaced. No harm to the patient was reported. Currently, the event is under investigation to verify the reported allegations. Further inquiries have been sent to the customer to obtain additional details about the reported event.

Manufacturer narrative:
Investigation outcome: it was reported the device "shut down suddenly while on patient", resulting in ventilator replacement. However, no health consequences or impact. Tests performed on the device post shutdown all passed. Per review of device logs, the abrupt power interruption or unexpected internal reset occurred between 3:18:17 to 14:05:10 because of a gap with no power / off ventilation software entry. Followed by battery insertions, and successful pre op checks. No tf/te hardware faults recorded leading up or after the shutdown (however, the system produce alarms: low minute volume, maximum leak compensation, and disconnection on patient side; leading up to the shutdown.). The batteries remained at high capacity (>90%) through the event. Further information was requested. The end user confirmed that the device was tested and all tests passed, and they proceeded with the device to the operation. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.